Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed; the fractured section of the cutting knife had thinned as a result of thermal melting. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 continued: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use electrosurgical knife exhibited the ball tip at the distal end came off. The issue occurred during a therapeutic endoscopic submucosal dissection. There were no reports of patient harm.